Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, a patient underwent port placement for an unknown medical condition. About sometime later, the patient was diagnosed with an unspecified infection. Subsequently, the infected port was removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical records indicate that the patient had a powerport implanted in the left chest for chemotherapy delivery as part of sickle cell disease treatment and initially tolerated the procedure without complication. Approximately two years later, the patient was hospitalized with positive blood cultures from the port a cath, diagnosed with sepsis due to gram negative staphylococcus, consistent with a port associated infection. The port was subsequently removed, with the catheter tip sent for culture, and all components retrieved intact without procedural complications. The records additionally note a later port removal due to infection, although details regarding that event were not provided. Therefore, it can be confirmed that the patient had experienced infection. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, a patient underwent port placement for an unknown medical condition. About sometime later, the patient was diagnosed with an unspecified infection. Subsequently, the infected port was removed. However, the current status of the patient was unknown.